Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were being updated by a str-proc on the carefusion care coordination that had been modified. A technical support specialist stated that the issue was due to an interface table and ie had informed that the str-proc must remain unchanged, and to prevent this issue from recurring, the interface table needs to be updated to only copy the values from rxc-3 and rxc-4 when rxe-3 and rxe-5 are empty. The system functioned as intended after the ie along with customer inspected the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a malfunction that the customer was not able to pull the correct dose of medication. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.